Manufacturer narrative:
The cause of the discordant, false reactive toxoplasma igg result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant, false reactive igg antibodies to toxoplasma gondii (toxoplasma igg) result on one patient sample on an immulite 2000 xpi instrument. The initial result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and was tested on the same instrument, resulting non-reactive. The original sample was then repeated on the same instrument, also resulting non-reactive. The corrected non-reactive toxoplasma igg result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequence due to the discordant, false reactive toxoplasma igg result.

Manufacturer narrative:
The initial MDR 2247117-2017-00020 was filed . Additional information (03/10/2017): a siemens headquarters support center (hsc) specialist reviewed the customer's sample handling procedures and did not find any systemic issues. The customer had reloaded the instrument software in (B)(6) 2017 as a result, the instrument data from the date of event occurrence was not available for review. The customer had run 1800 non-reactive samples with immulite 2000 toxoplasma igg kit lot 426, therefore the incidence rate was 0.06 percent. The hsc specialist stated that the false reactive result could have been an isolated sample handling issue, reagent issue or system issue. The cause of the discordant, false reactive toxoplasma igg result on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.